Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who was treated to the chest using the coolcadvantage core and the lower abdomen using the cooladvantage plus applicator. The patient was diagnosed with paradoxical hyperplasia to both treated areas. 3-4 months post treatment, the areas began to enlarge and became firm.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the chest and low abdomen on (B)(6) 2020 and (B)(6) 2020 using the legacy coolcore and legacy coolmax applicators and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: a4, b5 (treatment date, applicator), d1, d4, d8, d9, g1, g2, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Ph is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. Coolsculpting treatment to the chest represents off-label use in the united states. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.